Manufacturer narrative:
Analysis of the drill 3334800 (serial #: (B)(4)) revealed that the device's motor doesn't turn, the motor shorted, and the device was too dirty. The pre-temp test could not be performed due to the motor not turning. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the handpiece overheats. The event occurred during the operation. No patient impact occurred.